Event description:
It was reported that pump screen was dark and would not turn on while customer was using insulin pump therapy. There was no adverse impact to the customer's blood glucose level. Customer followed technical support instructions to press power button in different ways and to connect pump to working power source, but pump still did not turn on, showed red light around button, and vibrated repeatedly, and pump was not replaced because it was out of warranty.